Event description:
On 4/25/2021, the distributor reported that the ventilator had a very loud noise when it was cycling. In the service screen, it showed an o2 inlet pressure of 23.4 psi. According to the initial report, this issue occurred during pre-use setup and did not occur on patient. On 6/3/2021, the distributor sent nkom an update regarding this case. According to the update, the distributor was now made aware that the incident had occurred during use on a patient. The patient had been managed with ventilatory support, changed to another ventilator and was stable. The hospital would not provide any additional patient information.